Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into a puddle of water. Customer reported that as a result, there was moisture under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.